Event description:
The customer reported that during a routine check of this defibrillator there was a constant "system failure" cycle power error 10003". They reported that, while testing the defibrillator and the data card, the same message appeared when the data card was transferred from the defibrillator to another loan unit.